Event description:
Information was received from a manufacturer representative (rep) regarding a patient's implantable neurostimulator (ins). Patient was switching from an intellis to a vanta, due to an inability to charge the device secondary to mental status change and was scheduled for replacement today. When the pocket was opened, the lead was removed from the intellis and then tried to advance lead into vanta, per surgical protocol, the lead would not advance. A wireless external neuro stimulator (wens) was then used to determine if the lead was good at all, since field contact was unable to read battery due to it being dead, and upon physical examination it was determined that the lead was actually missing the tip of it (contact 7). The lead was actually blunt at the end and the remaining portion of the lead remains in the intellis. No patient symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2020 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4) analysis information -- 24.10.2025 09:46:56 cst pli# 10. Product ID# 97715 continuation of d10: product ID: 3550-29 lot# serial# unknown. Product type: accessory product ID 977006 lot# serial# (B)(6). Product type: implantable neurostimulator product ID: b31060 lot# serial# unknown. Product type: accessory; product ID neu_wrench_acc lot# serial# unknown. Product type: accessory; product ID b31060 lot# serial# unknown. Product type: accessory product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020. Product type: lead h3: analysis found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.